Event description:
A three month old male infant in the pediatric ICU required medication administration by alaris syringe pump. While in use, the alaris pump indicated "safety clamp/door open". The door was not open at the time.